Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent an initial universal hip arthroplasty. Subsequently, the patient has been indicated for a revision due to femoral osteolysis and poly wear. No further information has been provided.

Manufacturer narrative:
(B)(4). (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial universal hip arthroplasty on unknown date. Subsequently, the patient was revised due to osteolysis and poly wear. No further information has been provided.